Event description:
It was reported that the power cord was damaged with exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The investigation found that there were sharp edges due to the frayed wires.

Event description:
It was reported that the power cord was damaged with exposed bare wires. It was further found there were sharp edges due to the frayed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.